Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead was presented for a cardioversion for atrial fibrillation. A successful cardioversion was performed, however, loss of capture was observed in all configurations. The lv lead was programmed off. The physician was to confirm positioning with a portable chest xray. It was later observed, that the lv lead had dislodged. An invasive revision procedure was performed and the lv lead was successfully explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body, noted deformed conductor coils at 162, 165 and 174 mm from the terminal pin. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Electrically, lead was found to be within specification.